Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a cochlear implant surgical procedure, it was observed that the burr devices were not burring effectively when used with the motor device. It was reported that there was no delay in the procedure. It was reported that the procedure was completed using the same burrs that were opened. There were no reports of injuries, medical intervention or prolonged hospitalization. The patient was fine post-surgery. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The initial report stated the reported condition was confirmed. Upon review, it was determined that the reported condition was not confirmed. The device evaluation has been updated to reflect this correct information. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. During dimensional assessment, it was observed that all measurable features met specifications. Functional testing was also performed and the burr exhibited a normal cut rate for this burr design. It was determined that this burr design employs the use of a primary on the edge of the cutting flutes which is intended to make them less aggressive than a standard fluted burr. It was determined that they are used in proximity of the facial nerve during ent procedures where great care must be taken so as not to damage the nerve. Therefore, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was not burring effectively. Therefore, the reported condition was confirmed. The unit was evaluated and the flute primary was found to be wide which caused the dulled cutting surfaces. The assignable root cause was determined to be due to a process issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.